Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with intraperitoneal (ip) vancomycin (2 g, frequency and duration not reported), ip gentamicin (20 mg, frequency and duration not reported) and an unspecified antibiotic. Dianeal therapy was ongoing. At the time of this report the patient outcome was unknown. No additional information is available.